Event description:
It was reported that approximately three months post direct stenting procedure in the mid left anterior descending artery with one promus rx 3.5 x 18 mm stent, the patient was hospitalized with stable angina. The patient underwent percutaneous coronary revascularization by balloon angioplasty in the index lesion for stent thrombosis. The patient's condition resolved and the patient was discharged one day after the procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. Angina and thrombosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the lesion was not pre-dilated prior to implanting the promus stent. It should be noted the IFU states: pre dilate the lesion. It does not appear that the reported failure to pre-dilate the lesion contributed to the patient effects.